Event description:
The surgeon attempted to implant a cc4204bf lens. As the lens was being ejected from the cartridge, it became stuck and the lens was unable to be delivered into the eye. No patient event or injury.